Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw would not engage to the plate during a procedure on (B)(6) 2013. Screw head did not lock into the variable angle (va) locking hole in the third most proximal screw hole. Surgeon felt there may have been play in the engagement of the va drill guide. The screw head thread was not lined up to the plate. It then became stuck and required a conical screw from the damaged screw removal set to remove. Surgical time was extended 20 minutes and the screw hole was not used. This is report 2 of 2 for complaint (B)(4).